Event description:
It was reported that the pulse generator was being moved to the sub pectoral location due to patient experiencing pain at the pocket site. The device remained implanted. The patient's condition was stable post procedure.